Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned for evaluation.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The infusion set cannula was "a little bit folded". The patient's blood glucose result was "hi" mg/dl (greater than 600 mg/dl) on her performa system at 8:00 p.m. The patient experienced symptoms of vomiting. The blood glucose result was 720 mg/dl on the hospital's meter at 10:00 p.m. And 500 mg/dl at 11:00 p.m. The patient was treated with insulin via IV. It is unknown how long the patient was in the hospital.